Manufacturer narrative:
Evaluation summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 407452 lead, implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited sensing integrity counter (sic) and t-wave oversensing (twos). It was also further reported that the patient¿s right atrial (ra) lead experienced high threshold. Both the rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.